Event description:
It was reported, the pt suffered a myocardial infarction with cardiac arrest. The pt was hospitalized and placed in a hypothermic coma. F/u info indicated the pt has been discharged from the hospital and is currently under the care of a cardiologist. There is no indication the pt's physicians believe the myocardial infarction was related to the pt's scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.